Event description:
The event involved a primary plum set where the reporter stated that at the ICU, the set was opened for the infusion of medication, however during priming, it was observed a leakage into one of the joints. The device was replaced with the same reference to finish procedure. There was no recurrence of nonconformity. The event did not occur during patient use and no one was harmed as a result of this event.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.